Manufacturer narrative:
(B)(4). Multiple unsuccessful attempts were made to contact the patient. The sample and the lot number was not available. Therefore, no evaluation or batch review could be performed. This complaint for a system error 2367 (air in line) was not confirmed. The cause could not be determined.

Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the home choice (hc) during use. The technical service representative (tsr) asked the cg when the alarms occur. The home patient (hp) stated the alarms occur randomly. The caregiver (cg) stated the hc alarmed system error 2360, a system error 2367 occurred, and the audible alarm. The tsr asked the cg if the hc alarmed system error 2240. The cg stated no. The machine was being swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.